Event description:
It was reported that patient was presented to the emergency room due to a chest wall hematoma. The hematoma was evacuated. The device remains implanted. Patient was discharged to a skilled nursing facility.